Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment with vancomycin (route, dose duration and frequency not reported) for peritonitis. At the time of this report, vancomycin therapy was ongoing and the patient was recovered from the event. On an unreported date, the patient's peritoneal effluent fluid was clear. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection (inj.) Reflin (1g once daily; duration and route not reported), inj. Tobramycin (40g once daily; duration and route not reported) and inj. Heparin (dose, frequency, route, and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).